Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was in their pocket and felt warm. Patient removed receiver from their pocket set it down and it puffed up. No additional event or patient information is available.